Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a total parenteral nutrition (tpn) placement procedure for a (B)(6) female patient, the cuff "popped off" and was retrieved without difficulty. Reportedly two devices failed and the third was successfully used, it is unclear if the two failures were the same issue. A section of the device did not remain inside the patient's body. This required an additional procedure for placement of another tpn. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the complaint history, device history record, trends, quality control, and visual inspection of the returned device was conducted during the investigation. Two redo single lumen tpn catheter set cuffs were returned for failure analysis. The inside surface appeared uniform and similar between devices. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.